Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due to high blood glucose level 327 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with manual injections and intravenous. The customer reported that they experienced nausea as a symptom related to high blood glucose level. The customer reported that they experienced nausea and back pain as a symptom related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer stated that the insulin pump was not working. The customer reported that the insulin pump passed the self test. The insulin pump will not be returned for analysis.